Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (1 mg/ml, 4.5 mcg/hour, lot: unknown) via an implantable infusion pump. The patient was also on a flex dosing regimen: bolus 1 starts at 8 am for 5 minutes of 10 mcgs, bolus 2 is at 8 pm for 5 minutes with a dose of 16 mcgs, therefore total daily dose is 133.1 mcgs/day. The concomitant drugs the patient was taking and the indication for use/relevant medical history was not attainable. The pump alarmed which led the patient to report to the clinician. The patient was in a field with their dog, with no source of stimulus that could cause a motor stall. The pump was interrogated and the patient's symptoms were analyzed for withdrawal. The logs found an unexplained motor stall and recovery, soon after the stall. The issue was reportedly resolved, as of (B)(6) 2015. The patient status at the time of the report was 'alive - no injury". The pump still remains in service and the patient was receiving effective intrathecal baclofen (itb) therapy. No surgical intervention was planned. It was noted that the critical alarm interval was set at 10 minutes and the non critical alarm interval was 1 hour. No further information was provided or attainable.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. (B)(4)